Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year and 9 months after implantation. The patient has no significant medical history. The doctor noted periodontal disease during explantation. The patient required bone augmentation for the operation. The patient has recovered without complications.